Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing, full functionality testing, ECG viewing capabilities testing, keypad testing and impedance testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed that the device was powered on in manual mode with an ECG 4 lead cable and a multi-function cable with CPR pads recognized. However, there is no evidence in the logs that the multi-function cable/pads or the ECG leads were ever connected to a patient. The x series device will log an out of lead fault entry and a pads on entry when the device detects a valid impedance through the multi-function cable and leads. The lead view selected for the duration of the file is "pads" and does not appear to have ever been switched. There was no evidence found to support ECG via ECG leads, all instances of no ECG displayed were a result of a lead fault state or the pads view being selected without defibrillation pads being connected to a patient. No device failures were found. The electrode pads were not returned as part of this investigation. No trend is associated with reports of this type.